Event description:
User facility reports a cracked avf luer connector which caused an air leak in the extracorporeal circuit. The circuit was discarded resulting in ebl = 250 cc. A new set of disposables was set up to resume treatment. No pt injury or need for medical intervention is reported.